Event description:
It was reported that the device would lock up shortly after powering on. There was no known patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause for the reported event could not be determined.